Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2018 and the mesh was implanted. It was reported that a nurse found strand of mesh was broken just after open it from the package. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 12/11/2018. Additional summary: a mesh device inside opened folder was returned for analysis. During visual inspection of the open sample, tear and two holes were observed on the mesh; resulting in a damaged mesh. In addition, the folder was examined and no defects or damaged were noted. Per the sample condition the assignable cause, of performance delamination or fraying is damaged mesh.